Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The DHR shows the product was released per specifications. The returned sample was visually inspected; no manifold tubing was returned only the cassette and drain bag. It is important to remind the customer to return all products associated with the event for a full evaluation. Used labstock components to replace missing items and continue testing. A constellation console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. No blockage was observed during functional testing. The sample met specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications.

Event description:
A customer reported that the infusion tube was blocked during surgery. The tube was replaced. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: as the customer did not retain the finished goods lot number, the device history record (DHR) and lot history could not be reviewed. Without a sample, it is not possible to isolate the root cause.

Event description:
Additional information provided by the surgeon who clarified that the cassette was obstructed, therefore no infusion or system got blocked. There was no evacuation in the plastic bag. The event was resolved by changing the cassette. The patient was not hospitalized, there were no medication or therapies in use at time of the event. There was no unplanned surgical intervention required to treat event. Per the surgeon, the device did not cause or contributed to the event.

Event description:
Additional information was provided by the surgeon who reported that the cassette was obstructed, therefore there was no infusion and the machine blocked. There was no evacuation in the plastic bag. The cassette was replaced and the event resolved. The patient was not hospitalized and there were no medications/therapies in use at time of the event. There was no unplanned surgical intervention required to treat event and in surgeon¿s opinion, the device did not cause/contribute to the event.